Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. (B)(4).

Event description:
User facility medwatch report number (B)(4) received stating: "describe the event or problem: during procedure the tip of the perclose proglide broke off into the patient's vein. The rfa was preclosed in the standard fashion however due to previous scar tissue the perclose proglide broke in the vessel. This required a femoral cutdown and removal of the foreign body. This did increase the patients procedure and or time. What was the original intended procedure? Aortic valve replacement, femoral artery approach." Subsequently, the user facility medwatch reporter was contacted and additional information was received: the puncture site was in a vein (not right femoral artery). There was resistance advancing and removing the proglide from the anatomy due to fibrotic tissue. During removal of the undeployed device, the proglide separated into two pieces. Only the proximal half of the device came out when the device was removed. Reportedly, after surgical removal, there was no adverse patient sequela and the patient was discharged to home. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported guide detachment was confirmed. Difficult to insert into the anatomy and entrapment of the device/ difficult to remove could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. Reportedly, the device was advanced against resistance. It should be noted that the perclose proglide instructions for use (IFU), states: do not advance or withdraw the perclose proglide device against resistance until the cause of that resistance has been determined. The investigation determined the reported difficulty to insert, entrapment of the device/ difficult to remove and treatment appear to be related to circumstances of the procedure. The guide detachment appears to be related to user error. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.